Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction/sacral nerve stimulation. The patient stated that she used to have an implant on her right side that worked to control her symptoms but ended up having it removed because she got (B)(6) in it 3 times. After having (B)(6) the third time the patient stopped trying to have the device on the right side and they put her current device on the left side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s family member reported that the patient got mrsa and their body started to push the implantable neurostimulator (ins) out. They further stated that the ¿ins got (B)(6) on it too so they took everything out and then waited 18 months before implanting again¿. The family member confirmed the revision had occurred in 2015.